Manufacturer narrative:
Evaluation summary: the analysis results found that the cs14c device was returned with the blade gouged, scratched, and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.

Event description:
It was reported that during a gastrectomy procedure, instrument worked for a few minutes during the procedure and then locked out. Generator gave an instrument code 5 error.the instrument was taken apart from the handpiece and put back together in an attempt to get it to function. The error code still occurred. No patient consequence.